Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed skin irritation on her shoulders. The patient's physician prescribed an unknown antibiotic cream for the irritation. The patient reported that the irritation improved some after using the cream. The injury is being submitted out of an abundance of caution, as it is unclear whether the lifevest directly caused or contributed to the reported irritation.